Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was frozen and would not oscillate. The internal components were corroded, oscillating fork was cracked, the bearings and seals were damaged. The assignable root cause was due to improper cleaning/care and possibly immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the sagittal saw attachment device was not engaging; not working and the burr devices were not moving. It was further reported that the device did not engage when power was applied. According to the reporter, an unspecified saw blade device was locked into the device and secured properly, but the device again would not respond to power. There was a couple minutes delay in surgery to obtain another spare device to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.